Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that her daughter experienced high and low blood glucose and their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer treated her highs with pump and manual injection and lows with ginger ale. The customer states that the reservoir had a crack and was partially coming out. Troubleshooting was performed for damage and noticed the o - ring was missing and its threads of reservoir 50% gone due to being chopped off. The customer also states the belt clip was broken. The customer declined to troubleshoot for high and low blood glucose. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery due to complete broken reservoir tube lip noted and also received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, missing reservoir tube o-ring, cracked case display window corner, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked case reservoir tube window corner. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.